Event description:
The device was explanted and returned to the manufacturer for analysis. No reason was given for the explant. A follow-up report will be sent if additional information becomes available.